Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified the negative pressure to be small. Fse replaced negative pump membranes and the pump valve sheets to resolve the issue. Fse performed calibration and quality control, which all passed. Fse verified analyzer resumed normal operation. Information not provided by customer. Phone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of erroneously low total bilirubin (tbil) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.